Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that originally very difficult to reach patient. Explained they can page when available and they did eventually page. Stated they replaced the arctic sun device (dyfqal021) because the water temperature (wt) was spiked very high very quickly (41c) and the pad felt very warm to the touch. They were now using dyfpal004 which seems to be working. Patient temperature (pt) was 33.5c, water temperature (wt) was 36.5c, targeted temperature (tt) was 33.5c, flow rate (fr) was 1.1lpm. They claim no alerts/alarms on previous device. Recommended sending this device to biomed for investigation and that they call back if any other issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was originally very difficult to reach patient. Explained they can page when available and they did eventually page. Stated they replaced the arctic sun device (B)(6) because the water temperature (wt) was spiked very high very quickly (41c) and the pad felt very warm to the touch. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use are found to be adequate. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that originally very difficult to reach patient. Explained they can page when available and they did eventually page. Stated they replaced the arctic sun device (B)(6) because the water temperature (wt) was spiked very high very quickly (41c) and the pad felt very warm to the touch. They were now using (B)(6) which seems to be working. Patient temperature (pt) was 33.5c, water temperature (wt) was 36.5c, targeted temperature (tt) was 33.5c, flow rate (fr) was 1.1lpm. They claim no alerts/alarms on previous device. Recommended sending this device to biomed for investigation and that they call back if any other issues.